Manufacturer narrative:
(B)(4): evaluation:method - device work order search. Results - a device work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and device work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a ks-1 aq2017v 23.0d preloaded injector. During set up and handling the screw plunger, experienced abnormal resistance and found the anterior haptic was not the correct figure (extended) and lens was stuck. No patient contact.